Event description:
It was reported that a spectrum pump constantly displayed the air in line message during testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to false air in line which were not reproduced. The alarms were confirmed during a review of the event history log. The upstream sensor is a known contributor to this symptom and has been replaced.